Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/dimensional evaluation: sample was returned. Safety clip was missing upon receipt. The adapter was tight and the two-way stop cock was opened. The gray outer sheath was torn off approximately 234mm from the proximal end of the handle at the catheter reinforcement area. A bend was found in the outer catheter 423mm from the distal tip. The stent graft was in place and not released. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Complainant occupation type.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft procedure, upon deployment the outer sheath broke as the stent graft could not be deployed; therefore, the stent graft was exchanged over the guide wire for new stent graft that was prepped and deployed successfully. There is no reported patient injury.